Manufacturer narrative:
Cynosure's clinical team investigated the event and determined it was inconclusive. Pustules and breakout was observed adjacent to the involved undermined regions of myellevate suture. Per cynosure's kol physician: it appears to be a contact infection complicated with a superficial infection. The area of infections is mostly outside the undermined skin. Patient was given doxycycline and bactroban as medical intervention. This is a reportable adverse event due to patient receiving medical intervention.

Event description:
It was reported that patient experienced breakout with pustules spreading on the submental area 2 days post myellevate procedure.